Manufacturer narrative:
Sample returned for evaluation: a sample came inside a plastic bag and presents signs of use; odor and remnants of blood. A visual inspection was performed and it appears that the unknown device does not corresponds to any manufactured product at the manufacturing facility. The returned product meets qc release specifications. The reported condition could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation. No additional information, photographs or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. No probable cause could be determined since no sample, photograph or video were received for testing, therefore the defect is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/14/17. An investigation is currently under way; upon completion the results will be forwarded. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the uvc is cracked. The product was pulled and replaced with no complications to the patient.